Manufacturer narrative:
H3, h6: the device was returned for complaint evaluation, confirming the images supplied and the reported event. It is confirmed that this is event is not related to a manufacturing problem. A visual inspection noted one of the casing screws was missing, the device was inoperable. Further inspection confirmed the root cause, a short circuit had occurred. The instructions for use contain comprehensive instructions on the safe operation and use of the device. Including the necessity to adhere to the recommend maintenance procedure and that the versajet ii console is not user serviceable and under no situation should the casing be opened the risk files mitigate the reported issue with no updates required. A review of the manufacturing records found that there was no evidence that the product did not meet specifications at the time of manufacture. A complaint history review revealed further instances of this nature, with no manufacturing problems observed, no corrective actions are deemed necessary. This investigation is now complete, smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during wound debridement, the internal wires of a versajet ii console broke, melted and the device smoked. The procedure was resumed, after a non-significant delay, with a smith & nephew back-up device. Patient was not injured as consequence of this problem.